Event description:
It was reported that this implantable device was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this device with the rest of the system were explanted due infection and sepsis. No additional adverse patient effects were reported. System remained in hospital possession.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event. Correction to field b5: describe event or problem.